Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 2.1.0, h2) please see the additional codes section for new annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there were navigation system performance problems. Conflicting information was received regarding whether a patient was present or not and when the issue occurred. No further information available. 2025-jul-02 interface update (rep, for): additional information was received. Optical navigation did not work temporarily, there wer e frequent problems with patient registration. Registration often did not work when tracing the patient anatomy (head). Registration error was too high.

Manufacturer narrative:
H3) a manufacturer representative (rep) went to the site to test the navigation system. System check on phantom checked several times, error described by user could neither be confirmed nor reconstructed. Patient data available on the system checked, some of it was not suitable for navigation, some of the scan specifications with slice thickness and slice distance were not adhered to.  Codes: b01, c23, d11 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported e vent. The case was reviewed and logs were not available. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The issue occurred intra-operatively with a patient present.

Manufacturer narrative:
H2) please see section b5 for the additional information. H2) correction: the text populated in section b5 of the initial regulatory report submitted for this event (1723170-2025-02572) was incorrect and should have been as follows: medtronic received information regarding a navigation system being used in an unknown pr ocedure. It was reported that there were navigation system performance problems. Conflicting information was received regarding whether a patient was present or not and when the issue occurred. No further information available. Additional information was received. Optical navigation did not work temporarily, there were frequent problems with patient registration. Registration often did not work when tracing the patient anatomy (head). Registration error was too high. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section b5 for the additional information and the additional codes section for new annex f codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure being performed was a cranial surgery. There was a delay of up to 30 minutes by registration patient surface. The use of navigation was aborted, but the surgery was completed without navigation. No known impact to patient outcome.